Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01oct2020.

Event description:
It was reported to philips that the touchscreen was not working. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse walked the customer through the touch screen calibration and the unit passed, but the customer reports that the touch screen is still not working correctly. The rse provided the part information for the customer to order a replacement touchscreen.

Manufacturer narrative:
G4: 02nov2020 b4: (B)(6) 2020 per service order notes, the customer reports that the replacement touchscreen did not resolve the issue. Customer sent the unit out for 3rd party repair, and the case was closed. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. 1. Monday, (B)(6), 2020 9:02 am emailed (B)(6); 2. Tuesday, (B)(6), 2020 2:15 pm emailed (B)(6); 3. Monday, (B)(6) 2020 11:12 am emailed (B)(6) submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.